Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the optimus offsett cup impaction handle broke whilst inserting acetabular component into patient. Could not remove inserter from pt as impactor broke at the distal tip where cup attaches to inserter. The entire seated acetabular cup had to be removed from the patient and a new acetabular cup opened and inserted with with the straight impactor handle. There was a surgical delay of 35 minutes.